Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the colonovideoscope was being improperly reprocessed. The ess reported that the hand-held leak tester was being used for large body scopes. This practice was implemented because the customer¿s 3rd party testing device was missing its leak test cable. There was no associated patient infection reported.

Manufacturer narrative:
Corrected data: h3 (¿no¿ was selected in error on the initial report) and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report) h10: detailed information related to reprocessing was unable to be obtained from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. Olympus will continue to monitor field performance for this device.